Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch with patient identifier (B)(6) for the inform base unit.

Event description:
Caller alleged that the inform meter had burn marks, melted plastic around the connector pins, and melted connector pins. Upon review by the manufacturer's investigation unit, the inform meter was found to have charred connector pins, and plastic melted in the area around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.